Event description:
See also manufacturer report 3004209178200800018. The pt reported that she experiences shocking sensations when she goes through theft detectors at stores. She has tried turning her devices off before entering, but the theft detector will turn them back on. She also states that she has had two lead revisions due to lead migration from theft detector interactions. Further info is being requested from the hcp. The hcp confirmed that the pt had a replacement of her original interstim because of lack of effect with no tissue damage noted. The new interstim device failed to perform well and a second device was implanted, the pt is now doing 90% better with both devices implanted.

Manufacturer narrative:
To date the device has not been returned to medtronic for evaluation. If further info is received or the device returned, a follow-up medwatch report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3023, serial# (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. Product ID 3889-28, lot# j0555063v, implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: lead. Product ID 3889-28, lot# j0537515v, implanted: (B)(6) 2005, explanted: (B)(6) 2008, product type: lead. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2006, explanted: (B)(6) 2009, product type: extension. (B)(4).

Event description:
Additional information received reported that a patient's devices were very sensitive to security devices. This had been an ongoing issue since 2005. One time it "fried the wire." When going through theft detectors, the device magnet was turned off but this had not helped the interaction. When going through theft detectors, the implantable neurostimulator (ins) was also resetting to "box settings" and it required the patient to be seen for reprogramming each time. This happened every time she went to a store. This event occurred one month after implant. Diagnostic methods included a lumbosacral spine x-ray and visual inspection. The device failed to perform well and was removed and replaced. No outcome was reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent. See MFR. Report # 3004209178-2015-07992 regarding information about security device sensitivity issues the patient had with a previous device. It was unclear which information applied to this device and which information applied to other devices the patient had.